Event description:
The customer reported that the battery does not charge. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported a constant alarm. The unit only works when plugged in. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The field service engineer (fse) reported that the customer reported problem was verified. The unit has a faulty battery. Battery replacement and equipment testing was recommended.

Manufacturer narrative:
Battery replacement was shipped to customer to address the reported issue.

Manufacturer narrative:
Per field service engineer (fse), battery replacement and equipment tests were performed. Equipment is working and complies with the manufacturer's specifications and is returned to use.